Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected data: evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of eri in save to disk on (B)(6) 2011, device eri less than equal to 2.62 volt. Weekly battery voltage (bv) trend data shows min bv equals 2.64 to 2.62 volts minimum between (B)(6) 2011. Patient alert for low bv on (B)(6) 2011.

Event description:
It was reported that the remote monitoring transmission had "????" In the therapy efficacy counters section. The device had a suspected reset. It was also observed on the remote transmission that the device had reached elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.